Event description:
On 19-sep-2025 the user reported that their ilet screen was cracked and unresponsive, which prevented continued use of the device. The user discontinued use and reverted to backup insulin therapy. No ems, hospitalization, or injury was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.